Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutting down. The customer's blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with a manual injection. Reportedly, the customer reverted to an alternate method for insulin therapy.